Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report on behalf of a foreign patient, a skin allergy from the sensor that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient's mother reported that the patient has experienced an allergic reaction since the beginning of use but the reaction has become more severe. The skin reaction was described as itching, redness, puss, inflammation and burn-like. Patient was seen by dermatologist in (B)(6) 2015 for the reported skin reaction. Exact date of medical intervention is unknown. Patient was prescribed travacort (corticosteroid). Patient's mother reported no improvement with the prescription. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).